Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was good during leaflet insertion; however, grasping of the leaflets was somewhat difficult due to the posterior leaflet being smaller and restricted. After moving the clip to a different location grasping attempts were successful and the clip was deployed. After deployment it was observed that the clip had detached from the posterior leaflet (slda). A second clip was deployed medial to the first clip which stabilized the first clip. The final mr was a grade of 1-2. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping and single leaflet device attachment (slda) appear to be related to patient morphology/pathology and likely due to the small posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.